Event description:
During testing the probe passed. When probe was placed in stick mode, ice/condensation occurred along the shaft to the handle. Probe was replaced with a perc 17.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.